Event description:
Per dealer, the front caster fork assemblies are bending out ward, dealer is stating that this is something she has seen in the past on other chairs, and just wants us to be aware of the issue. The chairs she has seen it on have been 2010 and 2011 model years. Dealer did state that she does not know when or how this is happening. No injuries.